Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold with 4.5 volts. Subsequently, this lead was abandoned surgically, and a new rv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.